Event description:
It was reported that the user experienced repeated insulin leakage inside the ilet during cartridge changes, resulting in persistent high blood glucose while using a teflon inset and standard connection sequence; the user administered a subcutaneous insulin injection and was instructed to remain disconnected for a period before reconnecting with new supplies. Symptoms included hyperglycemia. Outcomes included interruption of pump therapy and the need for corrective insulin by injection. Investigation included user counseling, troubleshooting steps, and shipment of replacement supplies for continued use. Investigation of this case revealed suspected cartridge or connection leakage, with the specific source undetermined. It was concluded that the event was related to a delivery issue due to leakage, with user technique and product performance both considered potential contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.